Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that patient underwent tvh and removal of mesh on (B)(6) 2013 due to uterine prolapse, dyspareunia, pelvic pain and mesh erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with concurrent hysteroscopy, dilation and curettage, ablation, cystoscopy with hydrodistension, insertion of suprapubic catheter due to anterior and posterios repair with prolift, tvt.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrence and bleeding.

Manufacturer narrative:
Narrative:it was reported that following insertion the patient experienced urinary tract infection.